Event description:
A pt service rep (psr) contacted a zoll customer support while assisting a (B)(6) old male to report that the pt's charger / modem was only powering on intermittently, and then would not power on at all. The pt was issued a replacement charger modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (intermittent power on / then would not power on) has been confirmed. As received, the charger/modem would not power on. The cause of the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the defective memory. The pt received a replacement charger/modem.